Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy. Approximately one hour into the procedure, the device began making a strange noise. The seal of the device was damaged. To correct the issue, another device was used. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.